Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an x-ray disabled error message that could not be bypassed. Therefore, the system was unusable and incapable of producing fluoroscopy x-ray. There was no pt injury or death reported.